Event description:
Customer reported that focus has the "left" and "right" collimator jaws reversed for x-axis. Siemens linac has collimators which do not conform to the iec 1217 definition. No pts were treated incorrectly.